Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient fell, the right ventricular (rv) lead and left ventricular (lv) lead threshold measurements increased. The rv lead was repositioned, and the lv lead was explanted and replaced. No patient complications have been reported as a result of this event.